Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An intuitrak bifurcated stent graft system was implanted to treat an abdominal aortic aneurysm. Patient returned for follow-up approximately 7 years post-op where physician noticed an endoleak and aneurysm growth on the CT. The type of endoleak could not be confirmed. Re-intervention is planned but has not been scheduled yet. As of the date of this report, there have been no additional patient sequelae reported.